Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant there were small r-waves on the right ventricular lead. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.